Event description:
Rn at the user facility reported that patient's implanting physician received info from an outside hospital that patient who received a cardoseal in 04/2002 presented with stroke in 12/2003 and that echo revealed a possible thrombus. Two days later user facility received call that the device was explanted and that a mass was observed on the device. Patient reported to be in stable condition - awaiting additional info.